Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification. Review of the event history log identified the reported allegation of 'constant false air in line detect' as air in line messages. The device was tested at 100ml/hour and did not reproduce the reported air in line, instead an upstream occlusion alarm occurred without attempting to create an occlusion. The assignable cause was determined to be the ultrasonic sensor which failed the attempted calibration. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false air in line alarm. There was no patient involvement. No additional information is available